Manufacturer narrative:
The patient reports that she had administered insulin based on what she was going to eat in the future, the amount of insulin taken is unknown, and the amount of food consumed is also unknown. The amount of time between administering insulin, eating, and later testing blood glucose using the livongo meter is also unknown. The bg meter has not been returned to the manufacturer. Should the device be returned, a supplemental report will be filed with the results of the testing.

Event description:
The patient reported a complaint that their livongo meter was not accurate. The patient received a blood glucose reading of 121 when using the livongo meter. The patient reported that when she stood up, she passed out. The patient called ems and their meter showed a reading of 65. Ems administered glucose. It is unknown how much time passed between the reading of 121 on the livongo meter and the 65 from the ems meter. The patient was sent a replacement blood glucose meter and test strips.